Event description:
Information was received that a smiths medical tracheostomy was unable to be inflated upon pre-use check. When inflated, the syringe was pushed back, not allowing inflation. No patient injury resulted.

Manufacturer narrative:
One used tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The device underwent functional testing, which included inflating the cuff using a syringe. No resistance was detected. The reported customer's complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.